Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal and distal conductors of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The outer insulation was ruptured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead was fractured.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert (lia). Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the impedance trend on the rv (right ventricular) pacing lead was variable. Beginning (B)(6) 2016, 198 ventricular sensing integrity counts (sic); non-sustained (ns) and high rate detected episodes with lead noise oversensing. Ventricular fibrillation (vf) detected episodes with inappropriate shocks. On (B)(6) 2016, rv pacing impedance spiked to 1216 ohms up from a trend in the 400-600 ohm range. Impedances continued to be high and variable. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate-ns episodes and sic greater than 30 in 3 days. (B)(4).

Event description:
It was reported that the right ventricular lead had fluctuations in pacing impedance and oversensing with a high number of sensing integrity count (sic) which triggered a lead integrity alert (lia). Testing to provoke oversensing showed no results. It was noted that the patient uses muscle stimulation therapy to strengthen their muscles. The lead was reprogrammed until it was later explanted and replaced. No patient complications have been reported as a result of this event.